Event description:
Probe would not strike an arc to the tissue. Radio frequency energy would not arc as expected. Probes were changed. Connections, settings, gas, and skin prep checked. Dr is convinced perforated colon is a result of probe being placed directly on mucosa in order for it to work.